Event description:
It was reported that during the attempted implant procedure, it was difficult to position the lead and also that the threshold, impedance and sensing measurements were "not good". It was also reported that the patient experienced low blood pressure due to a long implant time. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.